Manufacturer narrative:
Date of event: unknown. FDA notified: the initial reporter also notified the FDA on 10/30/2018 via medwatch # mw5080725. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safety-lok¿ syringe with needle leaked from the luer connection.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lot 5333540 was produced in december 2015. Investigation conclusion: it is possible that the needle became loose over time. Because of that, it is always recommended to secure the needle into the syringe properly prior to application. Root cause description: root cause not defined since samples/photos were not received to confirm the product defect. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd safety-lok¿ syringe with needle leaked from the luer connection.